Event description:
It was reported that the customer was in a vehicular accident. The customer stated that the accident had nothing to do with diabetes, high blood glucose, low blood glucose, or the insulin pump. The customer stated that another car hit him and he was not at fault. Paramedics checked his blood glucose at the scene and it was 150 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.